Manufacturer narrative:
Concomitant products: product ID 8598, lot # b006027n51, implanted: (B)(6) 2004, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
As of (B)(6) 2014, the pump had been alarming for 3 weeks. The patient wasn¿t sure when his pump refill date was. The patient was out of state and wouldn¿t be able to get back to his home state where his pump managing physician was located for another month. The patient¿s primary care physician had given him a couple of doctor¿s names that he could try and follow up with for a pump refill. The patient reported being really tired in the early evening and late afternoon; his ¿sleep system is off.¿ straight morphine caused him to be sleepy, especially when he used the ptm (personal therapy manager) for a bolus. The patient had pain in the morning. The patient¿s previous doctor gave him morphine and a combination of other drugs and that worked well for him. He was hoping that his current doctor would eventually do that for him. The device system was delivering morphine (2 mg/ml at .25 mg/day). On (B)(6) 2014, the patient saw a physician in the state that he was in. Telemetry confirmed a critical alarm was occurring; the alarm was due to zero ml volume reached. The pump logs showed that the low reservoir alarm occurred on (B)(6) 2014 and the empty reservoir alarm occurred on (B)(6) 2014. The last change on the logs showed (B)(6) 2013 which was assumed to be the last time the pump was refilled; flow rate calculation confirmed that assumption based on the dates of low and empty reservoir date. The physician did not wish to refill the patient¿s pump. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information were not reported. Further follow-up is being conducted to obtain this information.